Manufacturer narrative:
(B)(4).

Event description:
It was reported the very fine vf on the episode was undersensed, causing an intrinsic p wave to come through and not be blanked, thus activating hysteresis. The undersensing did not cause notable delay. Programming changes were made.